Event description:
Pt was diagnosed with central venous stenosis with right arm venous hypertension. Complication with stent graft migration to the left pulmonary artery circulation. A gore viabahn 13mm x 5cm long covered stent -cat# vbh130502- malfunctioned during deployment. The device spontaneously opened and advanced without "rip cord" activation -although the stent was deployed at it's apex to ensure proper positioning initially-. The stent migrated into the right ventricle and thereafter out into the left pulmonary outflow track appearing to be the left lobe pulmonary artery. The stent was removed via an open heart procedure - emergent/unplanned-.